Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff allegedly noticed that the maryland bipolar forceps instrument had exposed cables. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of an exposed cable. One grip close cable was found to be loose at the distal clevis. A broken grip cable was found inside the instrument's housing which created the loose tension on the distal clevis. Other cables at the instrument's wrist were not damaged. Electrical continuity testing of the instrument passed. Engineering evaluation also found a loose conductor wire at the yaw pulley exit. The wire was sticking out from its connection at the grip. The yaw pulley did not show signs of arcing. In addition, engineering evaluation also found corrosion on the clamping pulley. Engineering evaluation concluded that the corrosion was most likely due to improper cleaning. Also, the distal end of the instrument's main tube was observed to have various scratch marks showing light material removal. The scratch was short in length and not axially aligned with the tube. Engineering evaluation concluded that the scratch was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported main tube scratch issue if to recur could cause or contribute to an adverse event.